Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leak on coulter lh 750 analyzer. The customer was wearing proper personal protective equipment (ppe). No exposure to skin eyes, open lesions, or mucous membrane was reported. The customer did not seek medical attention.

Manufacturer narrative:
(B)(4). The lot number is unknown therefore a batch review was not performed. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
The baxter clinical educator received this report from a nurse of a home patient (hp) who developed fungal peritonitis while using extraneal solution. On (B)(6) 2010, the patient was hospitalized for fungal peritonitis. There was no tunnel infection or exit site infection. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The result of the analysis was not reported. The culture revealed (B)(6). On (B)(6) 2010, dianeal pd4 ultrabag therapy was discontinued, and the patient's pd catheter was removed. The patient was placed on hemodialysis permanently. The patient was treated with diflucan. On (B)(6) 2010, the patient was discharged home.

Manufacturer narrative:
(B)(4). The product code is unknown and therefore the 510(k) entry field is left blank.as the patients discard supplies after each therapy, the sample was not requested.